Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer advised their blood glucose versus sugar glucose had a large differential. Customer's sugar glucose was 80 mg/dl which was a large differential compared to 50 mg/dl for the blood glucose. Customer was advised to monitor their low blood glucose and call back if issues persist.